Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient said it felt like the stim was only working at 30-50%. The tech was able to reset it with no issues. The issue was resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was as of last night the pts controllers were not working, they were trying to turn their stimulation off but it would not. The pt was in the hospital for 5 days and they did not have their stimulator charged since the pt had a nasty flu bug that was pretty bad, during that time pt had both of their controllers charged the whole time. Pt said their ins for the lower back was at 50% and their shoulder ins was at 60%. Pt went to turn their ins off but they could not do so, pt said both screens were frozen. Pt said since they could not shut the stimulation off so they could go to sleep otherwise they got the herky jerkies and it kept their wife up. During call patient reset their controller and attempted to turn stimulation off, the stimulation was off but the patient was still feeling the stim ulation. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that they called yesterday and the controllers were not working and needed to be fixed asap. This morning pt's spouse was having an implantable neurostimulator (ins) put in by the same healthcare provider (hcp) and the hcp told the pt to contact the manufacturer representative (rep) and meet with the rep. Patient was asked what the issue was; pt said when they called the first time the stim would not shut off when pt was going to sleep and now pt cannot get stim to increase or decrease. Pt confirmed they were getting the therapy screen with settings but pt could not do anything. Pt declined trying to use it on the call as they already tried 3-4 times. Pt said stimulation was on but pt only got 20% from it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.